Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: decreased ejection fraction/cardiac arrest/polymorphic vt, requiring medical intervention to prevent permanent impairment or death. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, a 2.5 x 23 mm xience v stent and a 4.0 x 23 mm xience v stent were placed in the mid lad. Another rx xience v stent was placed in the proximal rca; however, the stent information was not provided. The proximal circumflex was treated with a 2.5 x 12 mm xience v stent. In the same month, the patient had decreased ejection fraction, cardiac arrest, polymorphic vt and the patient had an ICD/pacemaker implanted. No additional event or patient information is available.

Manufacturer narrative:
Decreased ejection fraction . The 4.0 x 23 mm xience v, the 2.5 x 12 mm xience v and the unknown xience v are being reported under this same manufacturer report number.